Event description:
Reporter alleged blood glucose measured 308 mg/dl at 8:57 am back to back with a result of 130 mg/dl performed at 9:02 am. It was stated no actions or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.